Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation, unspecified infection, purulent discharge and tissue irritation are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation, unspecified infection, purulent discharge and tissue irritation.

Event description:
Patient reported "low grade fever", "rippling, indentation", "yellowish green puss" and "redness, swollen and fussy". This record is for the right side. Device remains implanted.